Event description:
It was reported that during an unrelated procedure, the right ventricle (rv) set screw detached from the header of the device after manual loosening and stripping of the rv set screw port was suspected. The device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported event of stripped setscrew was confirmed. The reported event of loose/intermittent connection was not confirmed. Visual inspection of the returned device revealed that the ventricular setscrew was stripped around the opening and filled with septum debris. This condition is consistent with improper torque wrench insertion and being forced to turn while the torque wrench was not properly engaged in the setscrew. After cleaning out the debris, torque wrench insertion was normal, and the lead was secured without difficulty. Subsequent electrical and mechanical testing, including lead impedance and output verification, did not identify any functional abnormalities. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.